Event description:
The customer reported that the device failed the defib test portion of the opcheck. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the defib test portion of the opcheck. There was no report of pt impact or involvement. Philips evaluated the device and verified the reported symptom. The therapy cable and therapy port were replaced to resolve the issue. We are considering this a malfunction related to an intermittent electrical connection between the therapy cable and the therapy port.